Event description:
During the case noted that on vacuum suction the non-wire reinforced component of the edwards single stage venous cannula ref# tf024090 lot # 477397 collapses and overall seems too easily compressible. Upon removal, the cannula was pancaked. This case was done on cardiopulmonary bypass.